Event description:
While introducing the guidewire in the left arm graft, using the cone tip, the guidewire holder was removed leaving the cone tip and guidewire in the graft. An 8mm x 8cm balloon catheter was introduced pushing the cone tip into the graft. C-arm was used. The cone tip was not visualized. Reporter does not have info on the actual cone tip used. The info was obtained after the incident.